Event description:
A malfunction alarm was reported by the customer, identified by the malfunction code malf 0. There was no adverse impact to the customer's blood glucose level. Technical support provided the customer with information to reset the pump and assisted with the reset process, after which the issue did not recur. The customer continued to use the pump for insulin therapy.